Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power issues. The patient replaced the pump battery and battery cap to no avail. There was no damage seen to the battery compartment or battery cap, and the patient was able to securely tighten the battery cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box download verified power on resets. The pump was powered on a 1 unit per hour basal rate for over 24 hours with no rebooting or power loss duplicated. The pump was opened to inspect power flex and internal components with no defects found. The battery cap was returned with the pump and was able to fully tighten and the battery cap contacts are in specifications. The conclusion was investigators were unable to duplicate complaint and no power related defects were found.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.